Manufacturer narrative:
(B)(6). (B)(4). Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Additionally, the internal bushing has been sheared off. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material displacement, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that patient with spondylolisthesis underwent transforaminal lumbar interbody fusion on (B)(6) 2015 at levels l5-s1. During the surgery, the driver broke. The product came in contact with the patient. No fragment of the instrument was remaining in the patient. No patient complications were reported as a result of this event.